Event description:
It was reported that cartridge alarms occurred during insulin delivery. Reportedly, the customer did not perform the air removal step. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.